Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue occurred while the device was being prepped. The customer confirmed that there was one occurrence of the backup alarm failed diagnostic code logged in the devices diagnostic report (drpt). The customer stated that they would perform a performance verification test (pvt) to determine if they needed to order a replacement central processing unit (cpu) printed circuit board assembly (pcba). This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution of the issue. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.